Manufacturer narrative:
The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust, dirt, humidity, or ambient light; optical, interoperability, overheating, and electrical problems such as signal loss or open circuits; and random component failures not related to design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited blurry image. There was no patient involvement.